Manufacturer narrative:
Results: jack actuator rod. Conclusions: the patient put most of their weight on the head end of the stretcher and the stretcher tipped over.

Event description:
The customer reported that a patient feel off the trolley after the unit had tilted/tipped over. The patient had unspecified injuries to their hip and pelvis.